Event description:
The customer reported that his insulin pump was not delivering insulin. The caller stated that when he eats his blood glucose tends to go low. The customer stated that he woke up with high blood glucose. He stated that his glucose level was 124mg/dl before bedtime, and he woke up with 341mg/dl. The customer stated that his blood glucose has been high about four times and changed his site. He stated that he checked about forty five minutes before calling and his glucose level was 51mg/dl. Troubleshooting was performed, and it seems that the device was functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.